Event description:
Additional information: litigation papers allege the patient developed increasing pain and instability in the right hip, metallosis, and a pseudotumor. Papers also allege swelling, bursitis, and lack of mobility.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy/broadspire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that revision surgery is scheduled to address persistent discomfort and development of pseudo tumor. Update: (B)(6) 2012 litigation papers allege the patient developed increasing pain and instability in the right hip, metallosis, and a pseudotumor. Papers also allege swelling, bursitis, and lack of mobility. There was no new information received that would impact the outcome of the investigation. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified lot information. The complaint and associated mdrs were updated.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Pt contacted depuy/broadspire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that revision surgery is scheduled to address persistent discomfort and development of pseudo tumor. Revision is scheduled.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific complaint database search and/or review of device history records were not possible as the necessary lot codes were not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in aug of 2010 following an hhe (health hazard eval). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.